Event description:
A cartridge alarm and malfunction code were reported by the caller, causing concern about potential issues with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by replacing the cartridge and successfully resetting the pump, ensuring there were no kinks in the tubing to resume insulin deliveries effectively. Technical support assisted with the pump reset and advised the customer to monitor for recurring malfunction codes. The case was resolved without further complications.